Manufacturer narrative:
The customer¿s report of an overinfusion of diltiazem was not confirmed. Physical inspection noted the device was in fair condition with the instrument seal intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse diltiazem 125mg in 125ml (drugid 127) at a rate of 10ml/hr with a vtbi of 120ml at 2:05 pm on (B)(6) 2018. At 2:44 pm, the user changed the rate to 2.5ml/hr. At 2:46 pm, the user channeled the device off and the system is shutdown and powered off. The volume recorded as being infused during this period was 6.435ml. Functional testing found the device to be delivering fluid within specification. There were no anomalies and leaks observed with the returned primary set. The root cause of the customer¿s report of an overinfusion of diltiazem was not identified.

Event description:
The customer reported that an infusion of diltiazem 125mg/d5w 125ml was started at a rate of 10ml/hour with a vtbi of 120ml to slow the patient's heart rate. The patient experienced a change in heart rate and when the nurse entered the patient's room to titrate the drip rate down to 2.5ml/hr she noticed that the bag was empty. The nurse stopped the infusion and called the rapid response team. The patient was transferred to the ICU for closer monitoring, in which the patient developed severe bradycardia, and then sinus arrest and was briefly pulseless and unresponsive. The physician ordered epinephrine, IV calcium and IV fluids to counteract the event. The patient responded well to the medications and remained stable and was transferred to an intermediate care unit the following day. Pharmacy downloaded the event log from the suspect device; it was reviewed by nursing, patient safety and biomed, to find that there was no user error noted. The investigation verified what the nurse stated was programmed, and indicated that a total of 7ml had infused. Biomed then tested the pump with the same lot number of solution and tubing and found that the system functioned appropriately and were unable to replicate the event. The customer reported that a medwatch report was filed with the FDA; however, did not provide a copy. There was no report of lasting harm caused to the patient. Received a copy of the customer's medwatch report from the FDA which states, "rn initiated diltiazem (cardizem) at 10mg/hr (10ml/hr) 40 mins after the 125ml bag was started, the pt developed bradycardia ( ^50) and rn noted. Almost the entire bag had infused. Rapid response team was called and arrived, provided IV fluid and IV calcium (of course, medication infusion was stopped). Pt was asymptomatic at first, was transferred to ICU. Shortly after arrival, he developed profound bradycardia, then sinus arrest. He was briefly pulseless and unresponsive. He responded to IV epinephrine, IV calcium and fluids. Following this, he remained stable and was transferred to intermediate care the following day. Review of programming history revealed that programming of medication concentration, rate etc was correct. Nursing, pt safety, and biomed engineers all reviewed event, found no user error, could not replicate the error. Bd alaris pump infusion set lot #(10) 18083068 sent to (B)(6); also carefusion alaris pump (channel) model 8100, sn (B)(4), ref# 8100adxen917, carefusion (B)(4).date of use: (B)(6) 2018; diagnosis or reason for use: infusion of cardizem diltiazem, atrial flutter."